Event description:
A report was received that during the an elective explant of the device the paddle leads contacts had fallen off of the paddle. The physician wasn't able to retrieve all contacts from the patient and they remain implanted in the patient.

Event description:
A report was received that during the an elective explant of the device the paddle leads contacts had fallen off of the paddle. The physician wasn't able to retrieve all contacts from the patient and they remain implanted in the patient.

Manufacturer narrative:
The explanted paddle lead passed visual and photographic imaging tests performed. The complaint was not confirmed. The paddle portion of the lead was not returned. Damage to the returned proximal portion of the lead is a result of a typical explant procedure and it is not considered a failure.